Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the PICC was placed on (B)(4); it was noted on (B)(6) the catheter presents filtration at the union of the two lumen of the catheter. The device was removed.

Manufacturer narrative:
(B)(4). The customer returned one catheter for investigation. Visual examination of the returned catheter revealed a small hole in the catheter juncture hub, consistent with a molding defect. With the catheter distal tip occluded, water was injected into the catheter luer hubs for both of the extension lines using a lab inventory 10 ml syringe. Leakage was observed from the juncture hub when the proximal extension line was pressurized. The location of the leak was consistent with the hole identified during visual inspection. No leakage was observed when testing the distal extension line. A device history record review was performed with no relevant findings. The reported complaint of a catheter leaking in use was confirmed by complaint investigation. The juncture hub contained a small hole that leaked when the proximal extension line was pressurized. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. A non-conformance request has been initiated to further investigate this issue.

Event description:
The customer alleges the PICC was placed on (B)(6) it was noted on (B)(6) the catheter presents filtration at the union of the two lumen of the catheter. The device was removed.